Event description:
A laser technician reports a secondary energy low message during surgery. The procedure was exited and reprogrammed and then reentered. The procedure was noted to be completed. On follow-up, the technician stated this case will undergo an enhancement after which the surgeon will provide patient information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).